Event description:
It was reported via repair work order that the foot end lift was not working and unit was stuck at mid-height due to a malfunctioned lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the foot end lift was not working and unit was stuck at mid-height due to a malfunctioned lift motor. It was further reported that head end lift being stuck in the mid-position due to head end lift motor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the head end lift was also stuck in the mid-position due to head end lift motor malfunction.